Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-31154 - device 3 of 5

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion sets cannula kinked events on 29-sep-2024 and 06-oct-2024 within 3 hours of insertion. The infusion sets has been used for a few hours.patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.